Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including excessive force and/or the device making contact with other instruments during use. The complaint allegation was confirmed upon reviewing the customer-provided image, which showed the tightrope button with a crack near the suture hole. The image also indicated that the suture system was broken, and several frayed suture filaments were present within the button.

Event description:
On 17-dec-2025, a sales representative reported via email that an ar-1288rtt2-fc3 fibertag tightrope ii had a femoral button that appeared to have a crack at the end near the blue leading stitch hole (see attached photo). This issue was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was requested on 22-dec-2025 for when first identified.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.